Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded. Should additional info become available, the eval summary will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that during hmrs surgery, when the surgeon was using the hmrs hex head screwdriver, the handle broke.